Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe pain intercourse, recurrence of urinary incontinence, urinary retention, fecal incontinence, chronic vaginal and bladder infections, pungent vaginal odor, and excessive scar tissue from initial implant surgery. No further information has been provided.